Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Foam confirmed. There was no report of patient harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles. The device was scrapped.

Manufacturer narrative:
H3 other text : evaluated by third party.